Manufacturer narrative:
The pain and subsequent revision reported cannot be confirmed from the information provided but may be the result of aseptic tibial loosening. However, the reported loosening cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations could not be assessed as the device was not returned for evaluation and no images, radiographs, or relevant product information was provided. H6: corrected health effect and investigation clinical codes.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was documented via legal documentation approximately 28 months after a knee replacement surgery, the patient underwent a revision surgery to address aseptic loosening. The patient experienced significant pain, uneven leg length and ambulation difficulties. No additional information is available.